Event description:
The customer reported that sclerosant began leaking from the proximal portion of the catheter, in the area with the protective plastic, at the start of the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. The visual inspection showed the returned device was received in position two. The dispersion wire remained covered, with no stretching along the catheter. It was observed that the proximal end of the catheter was detached from the hub, which remained firmly attached to the cartridge assembly. A fluid flush was performed, and the device was observed to leak at the end of the strain relief, confirming the complaint. The root cause of the catheter detachment could not be determined. Potential contributors include pull force during assembly, transitioning the device from position one to position two during use, or stress applied during manufacturing.